Manufacturer narrative:
Follow-up # 2 ¿ (07/16/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 6/18/2013 and 7/12/2013, respectively, with the following findings:the meter involved with this complaint failed testing. The meter was found to be unable to reproduce an error 4 suberror 1 and 2 message. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The test strips associated with this complaint has been returned to lifescan; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging error 4. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 (06/11/2013)-device evaluation: the test strips involved with this complaint have been returned to lfs and evaluated by product analysis (pa) on (B)(4) 2013 with the following findings: an error 4 was observed with control solution and no assignable cause found. The subject meter was also returned on (B)(4) 2013 but evaluation has not yet been completed, therefore no conclusions can be drawn at this time. If lifescan obtains additional information regarding this complaint, another follow up report will be submitted. At this time, lifescan considers this matter closed.